Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multilevel marketing printer barcode was not recognized. A technical support specialist (tss) logged into the carefusion admin, in the device settings - under the printers & scanners section, the tss verified that the zdesigner zd410-203dp zpl was installed. The tss managed the printer properties, adjusted the settings to landscape under the options tab, configured the advanced setup for cutter, thermal direct and continuous modes, set the dithering to none and applied the same settings to printing defaults. Finally, a test page was printed, and the customer verified that a cut square sheet of the label was produced. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a printer barcode was failed to scan. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.